Event description:
During a ventricular tachycardia ablation procedure using a therapy cool flex ablation catheter, a cardiac tamponade occurred. While mapping in the left ventricle, the pt became hypotensive. An echocardiogram confirm a cardiac perforation. A pericardiocentesis was performed, which stabilized the pt. There were no performance issues with an sjm device.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Our investigation was limited to the review of the device history record, which showed that each mfg and inspection operation was performed and indicated complete in accordance with sjm specifications and procedures. Based on the info rec'd, the cause of the reported cardiac tamponade was procedure related.